Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3210-0030 camera head screen was showing static lines with a red hue during a case. The case was completed by using another camera head. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Prism) the evaluation determined that the reported event was caused by a defective prism. This was attributed to wear and tear.